Event description:
Doctor finished angiogram case on patient, and was going to use a closure device instead of holding pressure on the groin site. When dr. And scrub tech attempted to deploy the closure device it failed, another closure device was opened; and that one failed as well. Doctor then held manual pressure on patient's groin for 15 mins.